Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years 11 months post implant of this 12mm bioprosthetic pulmonary valved conduit in a 6 month old pediatric patient, it was explanted and replaced with an 18mm bioprosthetic pulmonary valved conduit for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement of this 12mm bioprosthetic pulmonary valved conduit was due to outgrowth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.